Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii" had clouded optics. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displayed a green colored image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a green colored image due to a broken charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.